Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the reservoir and tubing had air bubbles. It was stated that the bubbles occurred 5 hours after filling. It was also reported that the insulin pump had a no delivery alarm. The blood glucose level at the time of the incident was 234 mg/dl. Troubleshooting was performed. The customer was assisted with changing the set and requested reservoirs from different lot number. The product will not be returned for analysis.